Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient was presented in clinic with non-sustained rv oversensing episodes due to post-paced t-wave oversensing on the ventricular channel. Programming changes were made. Patient was stable.